Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, nonsustained lead noise episode due to post-paced t-wave oversensing was observed. Reprogramming the device was recommended.